Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2014-(B)(6). (B)(4).

Event description:
It was reported that within a few weeks of implant, the right ventricular (rv) lead exhibited a loss of capture and diminished sensi ng. The lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.